Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor while awaiting replacement products. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 01-dec-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated while awaiting the replacement products she went to see her primary care doctor as she did not have a meter to test her blood glucose. Per the customer she was feeling well at the time and was not experiencing any symptoms. Customer's blood glucose test result when at the doctor's office had been 260 or 270 mg/dl non-fasting. Per the customer the doctor had increased her insulin dosage. Customer stated she received the replacement products after the doctor visit and that the replacement products resolved the initial concern.

Event description:
Consumer reported complaint for high, low and erratic blood glucose test results. The customer called concerned with test results from results obtained of 179, 142 and 195 mg/dl. Customer stated she tested using her neighbor's device and the results from the true metrix meter were higher; actual meter-to-meter comparison results were not provided. The customer stated her expected blood glucose test result ranges are 130-135 mg/dl am fasting and 140-150 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results at the time of the initial call. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/18/2026 and per the customer the open vial date is a week ago. The meter memory was reviewed for previous test result history: result 1: 131 mg/dl date: (B)(6), time: 11:51am fasting; result 2: 179 mg/dl date: (B)(6), time: 7:37am fasting; result 3: 144 mg/dl date: (B)(6), time: 11:50pm fasting ; result 4: 142 mg/dl date: (B)(6), time: 11:19am fasting ; result 5: 195 mg/dl date: (B)(6), time: 7:41am fasting.